Event description:
Customer reports having erratic bgs but admitted getting high bgs in normal. Customer refused to do any troubleshooting as customer was not feeling well. Customer placed this call to request a loaner pump.